Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from belgium alleged that they received a potential false positive result using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n(B)(4)). The sample was not retested. Customer was not willing to respond to any questions or provide any further information regarding the false-positive result allegation. Patient sample collection method was not provided. The customer confirmed there was no allegation of harm to the patient. The results were not reported out to the patient and/or personnel treating the patient. An investigation was performed which did not identify any product issue.